Event description:
It was reported that a patient underwent a thyroidectomy on (B)(6) 2010. The reservoir functioned properly upon first activation. On (B)(6) 2010, the locking plate of the reservoir was too tight to be locked upon reactivation. Four nurses tried to lock the reservoir, but they could not. After that, the sales representative tried to lock the product, and he could. There was no adverse consequence to the patient. The patient is in stable condition.

Manufacturer narrative:
(B)(4). (B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.